Manufacturer narrative:
The customer reported that they get signal loss on the central nurse's station (cns). During the call it was discovered that the wing in which they report most signal loss was missing it's antennas. According to the customer, the wing is being remodeled. Technical support informed the customer, that this would explain the signal loss. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: on 08/19/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 2: on 08/20/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 3 on 08/23/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 1: on 08/19/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 2: on 08/20/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 3 on 08/23/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 1: on 08/19/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 2: on 08/20/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 3 on 08/23/2021 emailed the customer via (B)(6) for patient information: no reply was received.

Event description:
The customer reported that they get signal loss on the central nurse's station (cns). During the call it was discovered that the wing in which they report most signal loss was missing it's antennas. There was no patient injury reported.